Event description:
It was reported that the patient complaint his ambicor penile prosthesis (app) pump was very hard to press. The physician assessed the device and also experienced difficulty pumping the app. Therefore, the patient underwent surgery and the app was removed and replaced with an inflatable penile prosthesis (ipp). There were no patient complications.

Manufacturer narrative:
Date of event: the exact event date is unknown.